Event description:
During a hip arthroscopy using the universal hip distractor, it was reported that when traction was applied, the arm of distractor increased the angle towards ceiling and would not stay static, slowly drifting upward not allowing the surgeon to apply traction to the hip. There was a forty-five minute delay to the procedure. The patient was under anesthesia and fully paralyzed the entire procedure. The patient¿s hip was partially distracted and the procedure was completed. The surgeon indicated that he usually gets 6mm more distraction to get full visualization. The staff tried 3 times to reset the feet and checking all components. It was the third attempt that the operative leg was observed drifting up after the hip was minimally distracted. A backup device was not available however, there was no patient injury or complications reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
An evaluation was performed by the supplier and could not confirm the customer complaint for would not stay static slowly drifting upward not allowing them to apply traction to the hip. A visual inspection was performed and showed the device has been used in the field. The unit has the following wear issues that do not affect functionality. The crank handle squeaks, t-handle rod slightly bent, bellow is torn and the beam is slightly dented and scratched. The unit passed all load testing and final device acceptance criteria. No issues were found with the traction. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is required. (B)(4).